Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative. It was reported that the cause of the product problem was not clear at the moment. The issue had not been resolved; a device revision was planned on (B)(6) 2018, but was to be confirmed. Device status was not known as it would be decided after the revision. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there were high impedances in the spinal cord stimulator (scs). The patient reported that he sensed a jolting sensation and he felt on the floor. During the follow up in the hospital the physician found a lot of impedances out of range greater than 10,000 ohms. The patient could not feel the effective stimulation and the physician would plan a system revision soon. It was not clear if the patient¿s impedances were out of range before the patient¿s fall. Interventions were not yet taken. The issues were not resolved at the time at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note: information references the main component of the system and other applicable components are: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2018. Product type lead. Correction: please note, method code no longer applies to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that during the revision, the physician decided to explant all of the components from the scs system and implant a new scs system. The physician discarded all the devices. The cause of the jolting sensation and high impedance was not determined. No further complications were anticipated.